Event description:
Caller reported alarm 2, followed by alarm 26, indicating an occlusion event occurred earlier in the day. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer resolved the issue by changing the soft cannula infusion set and cartridge, then resuming insulin with apidra, while acknowledging off-label insulin messaging from technical support (cts). No frequent or recurring occlusion issues were reported, and additional assistance was deemed unnecessary. Cts closed the case.